Event description:
Case started beautifully, all protocol followed no difficulty encountered. No indication of possible leak, verified all points. The pt had a conical aortic neck. Prior to the procedure the physician realized that they might need to place another manufacturer's stent at the proximal neck, due to the conical shape. Two stents were placed in order to seal the type I endoleak present at the proximal end of the main body graft. The stents pushed the upper graft high, catching the right renal artery. Physician worked for several hours trying to cannulate the renal artery, but was unsuccessful. After placement of the left iliac leg, noted the aneurysmal sac filling. Performed an angiogram, and noticed a rupture in the graft, type iii endoleak was repaired by placing another stent graft within the iliac leg. After placement of the right iliac leg, a type I endoleak was noticed due to the leg being too short to obtain a good seal at the iliac landing zone. Placed an additional iliac leg extension in the right iliac and the endoleak was sealed. Final angiogram did not note any endoleaks present. Pt has patent left renal, with current output levels good.